Event description:
Healthcare professional reported right side "very mild" capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "very mild" capsular contracture baker grade unknown.

Event description:
Healthcare professional reported right side migration and capsular contracture baker grade ii. Device has been explanted. The events of migration and capsular contracture baker grade ii are not reportable as they are non-serious. This record will be unreported.

Manufacturer narrative:
The events of capsular contracture baker grade ii and migration are non-serious events and the record will be unreported.